Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that the new clinical chemistry serum ict calibrator, lot # 0505017 is generating a lower calibration slope for potassium and an out of range low quality control results for potassium too. Sodium and chloride calibration curve and quality controls results were not affected. There was no impact to pt management reported by the customer.